Manufacturer narrative:
The subject device was returned for evaluation. Functional evaluation by air firing the device two times resulted in no fasteners being deployed. Internal evaluation noted 22 fasteners remaining on the mandrel, however, there was no movement identified to deploy the fasteners. The subject product was found to have damage to an internal component resulting in the detachment of the pawl clutch, which had caused the device to no longer deploy fasteners. No manufacturing anomalies were noted. Based on the sample evaluation and investigation, the reported event was confirmed and the root cause was forces applied during user/device interface. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in november, 2019.

Event description:
It was reported that a bard/davol capsure straight fixation device was used to fixate an unspecified dual mesh during an intraperitoneal onlay mesh (ipom) technique on (B)(6) 2020. With adequate counter-pressure, the surgeon used 10 fasteners to fixate the mesh; no cracking sound was heard, after which the fastener was not completely fired. The procedure was completed using sutures due to which there was time consumption and a delay in procedure. There were no broken or loose fasteners in the body and no reported patient injury. As reported, the surgeon was not deploying fasteners into or near the cooper's ligament.